Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2023. On (B)(6) 2023, around 3:00am, the pediatric patient was unconscious. It was reported that the cgm was alerting and the value was 85mg/dl. The patient's parent checked the patient's bg was 33 mg/dl. The patient's mother provided the patient milk and sugar candy and called for an ambulance. Further event details were not provided by the parent. At the time of the report, the patient was in normal condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.